Manufacturer narrative:
(B)(4).

Event description:
I attended an implant of new rv lead today. I was informed that the previous rv lead implanted on (B)(6) 2015 caused a perforation and was extracted at (B)(6) on (B)(6) 2015. Todays procedure was uneventful and went smoothly. A new rv lead was implanted in a more septal position and dft testing was carried out without svc coil in the vector, good sensing and 1st 25j shock was successful at reverting vf to sr. The patient was well at the end of the procedure.